Manufacturer narrative:
Additional information was received which updated the reported condition. It was reported that there was a leak at the filling port of three (3) large volume infusors. These events occurred after the infusors were filled with an unspecified solution. There was no patient involvement. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The lot was manufactured between november 30, 2016 - december 1, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through the luer of three (3) large volume infusors. These events occurred after the infusors were filled with an unspecified solution. There was no patient involvement. No additional information is available.